Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.